Event description:
The customer reported that the sys alarmed and then displayed an error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep conducted an onsite investigation. The ma sensor board was replaced. The loose cable was tightened. The sys was tested and operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.